Event description:
Caller reported inform system blood glucose results of 13 mg/dl at 2:04 pm and 14 mg/dl at 2:07 pm. The patient was given an unspecified amount of d50 after the meter result of 14 mg/dl at 2:07 pm. A same system retest result at 2:14 pm was 275 mg/dl. No adverse event was reported. A request was made for the return of the strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The patient was described as "in her (B)(6)".